Event description:
It is reported that the pad cracked and broke when inserting the femoral implant.

Manufacturer narrative:
Evaluation summary: the impactor pad exhibits fracture damage. The device has to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Evaluation codes: no lot number was provided; therefore device history records could not be reviewed.